Manufacturer narrative:
The insulin pump was received with no button error alarm noted during testing. The pump had unresponsive escape and act buttons due to unlocked j2/lcd keypad connector. The pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had a crack on the reservoir compartment. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. Customer stated wear and tear caused the damage. Troubleshooting was completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Pump had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Device had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, broken belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address or serial number label and stained end cap sticker.